Event description:
Complainant alleged that during biomed testing the device failed the electrical safety test. Complainant indicated that there was no patient involvement in the reported malfunction.